Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated they forgot how to increase their stimulation. Their voltage was at 1.6v, and technical services assisted the patient in increasing it to 2.1v on their left side. The voltage on their right side is 2.0v.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a sudden return of dyskinesia the day before this report. The patient had been instructed to lower amplitude by 0.1 or 0.2 v if it returned. The patient lowered the left side, but couldn¿t figure out how to lower the right side. The patient was instructed how to turn down stimulation and stimulation was lowered to 2.0 v. It was noted that the patient would follow-up with their healthcare professional (hcp) if the return of dyskinesia was not resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reiterated the issue of ¿lead¿ number three not working, saying it was incapacitated. They stated that they are experiencing more symptoms as of (B)(6) 2017. The patient was told they can program around lead three, and that it has no juice running to it. The patient stated they will be seeing their healthcare provider (hcp) that day, and they will be asking for it to be removed and installed correctly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient mentioned two of their ¿leads¿ in heir brain was not hooked up, number 3 and 18. Technical services asked for clarification and the patient stated that they did testing at the healthcare provider¿s (hcp) office and decided to bypass three leads. The patient stated they were programmed to 2.5v on plan b, and on plan a they were set back to 2.3v. At 11 o¿clock the night before the patient again experienced a sudden onset of spasms on their right side and they had to turn the ins off. The patient stated it was the same thing as dyskinesia and bradykinesia. The patient stated that after turning stimulation off they got a good night sleep because they weren't having spasms. The patient then stated ¿it seems to him the surgeon didn't hook it up right¿. The patient stated they have been falling down since about a month prior as well. The patient called back the day later stating they were in so much pain the night before they could not sleep. Technical services assisted the patient in turning stimulation back on, and the patient stated they would stay at those settings.